Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 54 mg/dl. Customer current sensor glucose value was 309 mg/dl and blood glucose value was unknown. Troubleshooting was declined for low and high blood glucose values. Customer stated he did get calibration error and kept asking for blood glucose reading. Customer reports entering multiple blood glucose values within at least 45 minutes but system does not transition to delivering auto basal. Customer¿s current sensor glucose is 309 and arrows going down and he cannot test at this time since he does not have his meter with him. The customer was treated with a bolus using his pump. The product will not be returned for analysis.